Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unspecified reason and was successfully replaced. No additional adverse patient effects were reported. This crt-d has not been returned for analysis.